Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the device would not drive the disposable sufficiently. The procedure was completed with the same device using a shaving method with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06647. The same patient is represented in each medwatch.